Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a recorded blood glucose of 395 mg/dl and a noted five-hour period without insulin delivery, after which blood glucose returned to 119 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and resolution of blood glucose to a normal range. Investigation included review of device data and user education regarding continued use during illness and contacting the healthcare provider. Investigation of this case revealed an interruption in insulin delivery of unclear cause, with no alerts or alarms reported and subsequent normalization of glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.